Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 625mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2018. It was reported that a catheter shaft kink occurred. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During preparation, after unpacking the device, it was noted that the shaft was found kinked. The procedure was completed with another of the same device. However, device analysis revealed that a complete break of the hypotube was noted.